Event description:
A (B)(6) male pt's wife contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the yellow (pgnd) wire was open in the trunk cable connector. The cause of the check te pad messages is the open yellow wire. The root cause of the open yellow wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt rec'd a replacement electrode belt.